Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) female patient's electrode belt cable was cut. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has ben completed. The reported problem (cut cable) has been confirmed. Upon investigation the electrode belt's trunk cable connector was severed from the trunk cable. The root cause for the severed cable could not be positively identified but was likely physical abuse. No adverse event resulted from the severed cable. The pt received a replacement electrode belt.